Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that an urgent review of this subcutaneous implantable cardioverter defibrillator (s-ICD) data was needed due to an inappropriate shock reported. Isometric testing and manipulation did not show similar morphology but noise was seen marked as "s" during dorsal muscle exercises in the primary sensing vector. The device was reprogrammed to the secondary sensing vector and an x-ray was suggested. Technical services (ts) reviewed the device data and recommended to keep the device programmed to the secondary sensing vector, and to perform troubleshooting to determine the root cause of this issue. Additional information noted that different maneuvers were performed to exclude an electrode fracture and it was not possible to reproduce noise. The device remains implanted. No adverse patient effects were reported.